Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. (B)(4) did receive a da vinci stapler 45 instrument to perform failure analysis. The stapler 45 instrument was analyzed and upon visual inspection, the chassis on the back end found one of the gold pogo pins to be broken off. The pin was completely broken and was not returned with the instrument. The back end of the instrument does not come into contact with the patient, therefore, there were no potential fragments. Damaged pogo pins can influence the failure of reload recognition. However, no reload recognition failures were found in the logs or occurred during in-house testing. The root cause for the broken pogo pins is not established and will be transferred to engineering for further review. Additional observation(s) not reported by site: based on a review of the logs, the instrument had several shifting failures. However, the shifting failures were not replicated during in-house testing. The instrument was installed onto an in-house system and passed initialization. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The stapler was fired using a blue 45 reload.

Event description:
It was reported central processing, the stapler 45 instrument was noted with a gold pin broken off on the casing. There was no report of patient involvement or no reported injury.